Event description:
Additional information received identified the ipg was explanted replaced with another model which resolved the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient had difficulty charging the ipg. Subsequently the ipg ran out of charge and unable to communicate with external devices. Surgical intervention may be taken at a later date to address the issue.